Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head and cup. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product's instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The root cause of this patient¿s pain was likely the ¿periprosthetic fracture¿ the fall induced. The clinical information provided, of the reported elevated metal ion levels, grayish appearing synovial tissue with debris, and the osteolysis, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information a probable root cause for the patient¿s periprosthetic fracture and pain was the reported fall. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the device / adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a left hip bhr resurfacing construct had been implanted on (B)(6) 2009, the patient sustained increased pain. Radiographs of her left hip confirmed a periprosthetic femoral neck fracture around her resurfacing head component. A revision surgery was conducted on (B)(6) 2020 to treat this complication. During this procedure, the femoral head was excised and replaced with a competitor¿s femoral system. Intraoperatively, there was osteolysis noted around the femoral neck that remained on the hip resurfacing component. Upon entering the capsule, a grayish appearing synovial tissue with debris within the fluid was encountered. An abnormal soft tissue/inflammatory tissue consistent with adverse reaction to metal wear debris was also noted. The patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
It was reported that a left hip revision surgery was performed due to femoral neck fracture. Intraoperatively, osteolysis and a grayish appearing synovial tissue with debris were observed. As of today, the implanted device used in treatment has not been returned for evaluation. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for device; however, as the device is no longer sold, no action is to be taken. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The root cause of this patient¿s pain was likely the ¿fracture" the fall induced. The clinical information provided, of the reported elevated metal ion levels, grayish appearing synovial tissue with debris, and the osteolysis, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery due to increased pain and elevated chromium and cobalt levels. These symptoms are attributed to a failed left hip resurfacing.